Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with lavh and bso. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, organ perforation and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2009 the patient underwent a diagnostic laparoscopy and lysis of adhesions. On (B)(6) 2013 the patient underwent a removal of malpositioned vaginal mesh. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy and cystoscopy due to urinary incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, hematuria, burning with urination, urge incontinence, recurrent urinary tract infection, and chronic cystitis. (B)(4).